Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having problems with charging their implanted neurostimulator for about 6 months. Patient said they were able to charge the controller to 100%, but about 10 minutes later the controller would say it wasn't working and to call medtronic when they triedto charge their implant. Patient mentioned they needed an MRI so they could get a steroid shot in their back and an epidural, but they wouldn't do it without charging the implantable neurostimulator (ins) and putting into MRI mode. Patient had been talking with their manufacturer representative (rep) on and off for a few months before they even needed the epidural (agent understood about the charging difficulties). Patient said their life was being severely altered by not being able to charge the ins; mentioned they just had a knee replacement that threw their back off and they started having major pain, and had their 4th neck surgery that completely fused their neck, so they thought between all these issues, they got their back out of whack and were in a lot of pain. Agent had patient reset the controller by plugging into ac power supply without li battery pack, and patient confirmed the controller powered on. Patient inspected the controller port and recharger plug/cord, but did not see any damage. Green light on controller flashed like normal when battery was reinserted. Patient started a charging session of their implant and reported seeing 'no device found' after spinning on 'looking for device' for a while. Agent had patient enter passive recharge mode (patient seemed familiar with this screen) and reported all 100's, but if they moved the antenna around, the numbers would go down to 0. The patient mentioned when they would try to do this, the recharger would often get hot as well. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from a manufacturer representative (rep). The patient contacted the rep on (B)(6) 2024 and stated that they were attempting to use their recharger to charge the implanted device, but that the recharger would only stay connected for a short period of time before it would stop charging. The rep gave them the number for patient services at that time. The rep does not recall the patient stating that the recharger was heating up.